Manufacturer narrative:
(B)(4). The reported complaint of "helium and battery indicators with red x and blinking" is not able to be confirmed. No iabp part was returned to teleflex chelmsford for investigation. According to the event details, the issue was resolved after a power cycle. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "booth helium and battery indicators with red x and blinking". Additional informaiton states that the iab pump console was swapped to continue therapy. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "booth helium and battery indicators with red x and blinking". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).